Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but is not available for investigation. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user was seen at the clinic for a routine follow-up when changes in the impedances of the device were noted. The user was re-implanted on (B)(6) 2022. The explanted device was received at med-el USA and shipped to hq. Unfortunately the device never reached hq and are presumed to have been lost during transport.

Event description:
The user's hearing performance with the device is affected. The user was seen at the clinic for a routine follow-up when changes in the impedances of the device were noted. Re-implantation is considered, but has not been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user was seen at the clinic for a routine follow-up when changes in the impedances of the device were noted.